Event description:
It was reported that the intrathecal dose of gabalon was gradually increased every several days by strong request of the patient. The patient then experienced side effects, including somnolence and headache, which was noted to have started appearing at 425 micrograms (ug). Overdose was reported. The dose was reduced due to the side effects, and it was noted they were improving in a couple of days, and that the patient¿s symptoms resolved. The date of onset was noted to be (B)(6) 2011. The severity was noted to be ¿mild¿ and ¿not serious¿. A dose change was performed and the patient outcome was noted as ¿recovering¿ as of (B)(6) 2011.

Event description:
It was later reported that the drowsiness and headaches could be adjudged as events that occurred within a range of dosage adjustment, indicating no overdose.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that multiple dose adjustments and pump refills were done between (B)(6), 2012 for spasm control. On (B)(6), 2012, the daily dose was increased to 500mcg for treatment of the adverse event. The patient recovered on (B)(6), 2011. The definite causality of the event was the investigational drug. It was indicated that no overdose, withdrawal symptoms or resistance occurred.